Manufacturer narrative:
Product analysis: visual and optical examination confirmed dynamic jaw is broken off at the base of the shaft. The morphology of the fracture is consistent with lateral bend stress overload. After visual and optical evaluation, the observations are consistent with lateral bend stress overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro discectomy surgery due to stenosis at l3-l4. During surgery, the upper jaw of the upbiting micropituitary broke off in the disc space and the broken parts were unable to be retrieved from inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.